Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined. Omsc concluded that this phenomenon is attributed to the inappropriate reprocessing by the user. If significant additional information is received, this report will be supplemented.

Event description:
After colonoscopy, it was found that the user facility was using maj-855 without reprocessing. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.